Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set had flow issues. The following information was provided by the initial reporter: primary rn set up infusion pump for fluids and IV drug with three additional rns. Primary rn verified dose and pump set up with rns before starting medication. Primary rn rounded on pt and noticed maintenance fluids were almost out and IV drug had not been infused. Primary rn stopped infusion and checked pts vitals. Pts work of breathing worsened as IV drug was not infusing. Primary rn sought out nurse educator to help the pt while primary rn went to inform ed (emergency dept) attending and pharmacy of incident that occurred. IV pump correctly set up, according to nurse educator and other rns sought out, but IV pump reversed the medications infusion rates.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information provided.